Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this chronic implantable defibrillation lead and chronic implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. During a routine device replacement, shock impedance measurements were observed to be 140 ohms when the lead was connected to the replacement ICD. All other lead measurements were reported to be within normal limits. Fluoroscopic imaging of the lead revealed no lead integrity issues. The physician elected not to perform defibrillation threshold (dft) testing due to the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
This product was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.